Manufacturer narrative:
Hillrom investigated the broken strap. The breakage appears to have occurred in or near the spool, the cut suggests that the breakage occurred due to the strap being worn. According to hillrom instructions, the lift strap is to be checked for wear during a yearly periodic inspection, should any defects on the strap be found, it is to be replaced. In the periodic inspection document for liko mobile lift (3en371001 rev. 5) under section 12 it is stated: using the hand control, lower the strap to the maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear through areas in the service manual for golvo 8000 8008 (3en400404 rev 6) it is stated in table for life expectancies for lift strap: must be replaced after 4 and 8 years of use (280 and 560 ah) or if wear and tear are detected. A search of hillrom records shows no maintenance records for this customer. The lift is marked with a sticker stating that periodic maintenance has been performed in september 2020. It is unknown if hillrom instructions were followed when performing the periodic maintenance. Further, in the instruction for usage for golvo 8008 (7en140105-rev 6), it is stated: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift. Should the above inspections be performed, a breakage of the liftstrap during a lift is unlikely to occur. The account replaced the liftstrap and the spool themselves, and hillrom technician inspected and tested the function of the product and was able to confirm that it functions as intended. Based in this, no further actions are needed.

Event description:
Hillrom received a report from the account stating the lift strap broke. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).